Manufacturer narrative:
Concomitant product: 4092-52 lead, implanted: (B)(6) 2003.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were capped unusable. Both leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the leads were not unusable. The patient was undergoing treatment for cancer and the system was moved from the left side to the right side to allow x-rays to be done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.